Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) clinical product specialist that an mr290hfv humidification chamber cracked and leaked during patient use. The crack was longitudinal and running from the base to about half way up the chamber. The hospital staff disposed of the chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: an investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint device had not been returned for evaluation. Results: our analysis of previous incidents suggests that the chamber crack in this case is likely to have occurred during use from stresses induced by high frequency oscillations on the plastic chamber dome from the adult oscillatory ventilator such as sensormedics 3100b. A lot check revealed no other complaints of this nature for this lot number. Conclusion: cracks in the plastic chamber dome can occur when high frequency oscillations are encountered. Our instructions for use (IFU) advises the user to ensure that the appropriate ventilator alarms are set prior to use to warn the user to replace the cracked chamber. A CAPA project has been initiated to further investigate the problem with cracked mr290hfv chambers when used with the sensormedics 3100b ventilator. We are closely monitoring complaint data and evaluating potential design improvement options to further reduce the incidence of cracked mr290hfv chambers. (B)(4).